Manufacturer narrative:
One device was returned for repair. There was no record of service in previous 12 months. Functional testing confirmed primary complaint of cassette not attached error. Probable cause was the downstream occlusion (dso) sensor. Replaced and calibrated dso. Device passed functional tests.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device showed "cassette not attached." This occurred during testing, and there was no patient involvement.